Event description:
Event description cpi received information that this unipolar lead was fractured. During a routine replacement procedure the lead was removed from service due to a fracture at the silicone sleeve. Implanted-05/19/92. Removed from service-08/12/96. Implant months-50.